Event description:
The pt experienced an out of hospital cardiac arrest and was found to have an enlarged heart. The pt was assumed to have bacterial endocarditis since there was a positive single bud culture and pt was treated with antibiotics. Intraoperatively, there was an area of the right coronary cusp that pulled away from the valve and contained no tissue ingrowth on the sewing cuff. The valve was explanted and replaced with a 29m-101. The explanted valve was dropped on the floor; therefore, no pathology testing was performed.